Event description:
Patient's mother called in with problem description to the home care dealer. Vent shut off without alarming, this was the problem. On external battery at the time of the event. Event occurred outside. No allegations of patient harm.